Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
It was reported that the patient's implantable cardioverter defibrillator was removed and replaced due to it's advisory status. The patient had recently undergone an av nodal ablation and was now pacemaker dependent. The patient was stable.